Event description:
Customer reported to beckman coulter, inc. (Bec) that coulter lh 780 hematology analyzer (lh 780) rocker bed belt was not advancing. Customer reported that a specimen tube top had come off and spilled blood into the instrument and onto the rocker bed belt. Customer reported that the tube was a bd vacutainer 3ml draw tube. Customer reported that they suspected the top had been removed to fill the tube. Customer reported that the volume of the spilled blood was 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) performed troubleshooting with the customer via the telephone. Cts instructed the customer to clean the area around and under the belt to free the belt. Customer had not contacted bec regarding the lh 780 rocker bed belt not advancing after the event.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).